Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection was performed which revealed a leak from the port. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port during filling with tpn (total parenteral nutrition). There was no damage noticed to the bag. There was no patient involvement. No additional information available.